Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4) analysis performed on 3 opened/used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoirs passed occlusion test.

Event description:
Customer's father stated the device alarmed no delivery during manual prime. Customer's blood glucose was 260 mg/dl. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device alarmed. Customer was advised to do a complete set change and manually push insulin through tubing, device did not alarm. No further information reported.